Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09-apr-2018 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2018. The last bolus delivery was recorded as a 4.0-unit ez-carb normal bolus on (B)(6) 2018 at 22:48. The basal history for (B)(6) 2018 adds up correctly and matches the user¿s programmed basal rates. The black box data revealed a manual date change from (B)(6) 2018 to (B)(6) 2018 at 21:36 and accounts for the basal history appearing to be inaccurate and does not match the active basal program for those dates. On investigation, the pump powered on normally and was exercised for 24 hours without issue. Delivery totals correctly reflected the programmed rates during investigation. There were no hypersensitive or stuck keypad buttons. The total daily doses added up to correctly reflect the user¿s programmed basal rates and the pump passed delivery accuracy testing and was found to be delivering accurately and within range. No errors, alarms, warnings or delivery interruptions occurred during the investigation. Investigation did not duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced low blood glucose of 50 mg/dl and feeling shaky/unsteady while standing or walking while on insulin pump therapy due to not eating. The patient¿s hypoglycemic event is not reportable as it is attributed to diabetes management. After the patient ate, their blood glucose went up to 350 mg/dl. No other symptoms of hyperglycemia were reported to have occurred. This combination of blood glucose level and other symptoms does not meet animas¿ criteria for a reportable adverse event. Therefore, no adverse event is being reported in association with this complaint. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged an inaccurate delivery issue with the insulin pump; the basal history does not match the active basal program. Troubleshooting by animas customer support revealed the pump had not delivered any basal deliveries the day of the alleged event. This complaint is being reported because there is an allegation against the delivery function of the pump.